Manufacturer narrative:
Failure analysis noted that the pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. All operating currents were within specifications. There was no unexpected low battery, off no power alarm, audio/beep anomaly, battery indicator anomaly or blank display anomaly. There was no damage inside the pump. The pump had scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The alarm occurred during a set change. The customer was able to clear the alarm and rewound the pump but it alarmed again. The customer also stated that the pump started beeping for no reason and the screen went blank. He put in a new battery and the screen came back on. The drive support disk was normal and the pump was not exposed to high magnetic field. Troubleshooting was not able to resolve the issue. The device was returned for analysis.